Event description:
It was reported that during a lap colorectomy procedure, the surgeon just started to use the device when the tissue pad was separated. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.